Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified crease fold, an opening on anterior, wear abrasion, and brown particles in the fill channel. Leak test and microscopic analysis were performed which identified a striated opening, a crease smooth opening, and observed void >1 mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was-a striated opening due to surgical damage consistent in the use of some surgical tools, and a smooth crease opening on radius assessed as a fold flaw opening.

Event description:
Device has been explanted.